Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Conversion unicompartmental knee replacement to total knee replacement. Likely over-resection of tibial bone during uka led to tibial component subsidence in the estimation of the surgeon. Case was performed with the rio.